Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. The generator from this event was also sent in for testing and was found to be defective. That complaint was confirmed for the reported failure that the coag function did not work. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the first follow-up medwatch, an additional follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Vapr coag would not work. Tried 3 different probes and none of the coag would work. Patient consequence? Yes. Patient consequence description: increased joint extravasation due to increased pump pressure due to no coag abilities. Action taken for procedure:increased pump pressure. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.